Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to use error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada 14 referenced is being filed under a separate manufacturer report number. The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 12 cm long heavily calcified occlusion in the distal common femoral artery (cfa). The winn guide wire was advanced to the lesion without issue, but an unspecified 14 balloon catheter failed to advance and was removed. The 2.0 x 20 mm armada balloon dilatation catheter (bdc) was advanced to the lesion without issue and inflated successfully at 6 bar to fix the position and to center the vessel. Then an attempt was made to advance the winn guide wire through the heavy calcification, but the guide wire pulled back into the armada bdc. During the attempt to advance the guide wire again, it could not pass the inflated balloon and became stuck in the bdc. Both devices were removed from the patient as a single unit without any issues. Outside of the patient, it was noticed that the lumen of the guide wire showed strong bends in the area where it got stuck in the balloon. The patient is doing well. There was no significant clinical delay in the procedure and no adverse patient effects. No additional information was provided.